Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had revision surgery to replace the neurostimulator. At the clinic, the remote showed a red light, and checks showed that all electrodes were open except one. X-rays revealed that the lead was disconnected from the ins header. During surgery, the doctor found that the ins had come loose from the tined lead. After examining the lead and finding no issues, the doctor reconnected it to a new ins, and everything worked well. The surgery only involved replacing the ins, while the tined lead was tested but left in place. The patient was recovering well and planned to follow up with the local team.